Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level. The customer's continuous glucose monitor read "high", however, a specific bg value was not provided. Reportedly, the customer went into a coma. The was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.